Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major driveline infection and was treated with surgery and medical therapy. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that patient experienced major infection at driveline and pump pocket. Blood culture was positive. This was considered to be due to patient condition and complexity of medical management. The patient was admitted from (B)(6) 2024 to (B)(6) 2024. Surgical procedure was performed including debridement and omental filling. They were then admitted again from (B)(6) 2024 to (B)(6) 2024. On (B)(6) 2024, they were readmitted till (B)(6) 2025. During this admission, surgery and medical therapy were performed, including wound incision, drainage, and irrigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.